Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that a recently implanted patient was re-intubated a day after implant on (B)(6) 2022 due to hypoxic respiratory failure and tachypnea. The patient's respiratory failure was not related to the implant procedure. The patient was taken back to the operating room on (B)(6) 2022 for a non-abbott right ventricular assist device (rvad) placement for pressure support. Inotropes and vasodilators were administered. The patient's right heart failure did not exist prior to the lvad implant, but the device did not cause or contribute to the patient's condition. The patient was also noted to have an acute kidney injury (aki) and sepsis caused by streptococcus mitis bacteremia. Intravenous antibiotics were administered. The site planned to remove the rvad by (B)(6)2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported respiratory failure, right heart failure, and acute kidney injury could not be conclusively determined through this evaluation. A direct cause for the reported sepsis could not be conclusively determined through this evaluation. The patient remains ongoing on ventricular assist device (vad) support with no further issues reported. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate 3 lvas IFU (rev. C) is currently available. This IFU lists respiratory failure, right heart failure, renal dysfunction, and sepsis as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also provides information regarding anticoagulation, including the recommended inr values. This document also discusses the potential development of right heart failure following implant and outlines the associated treatment options. Section 1 "introduction" explains that ventricular blood may flow either through the lvad or the aortic valve to reach the aorta, the proportion of which depends greatly upon the degree of the patient's cardiac function and the set speed of the lvad. Care instructions in regard to preventing infection are included in several sections of the IFU, including in section 6 "patient care and management" (under "caution!", "caring for the driveline exit site", and "controlling infection"). Section 6 also provides suggested responses in the event of infection. The heartmate 3 lvas patient handbook (rev. D) provides care instructions in regard to preventing infection in several sections, including section 4 ¿living with the heartmate 3¿ (under ¿caring for the driveline exit site¿). The patient handbook instructs the patient to call their hospital contact immediately if any signs of infection are noticed. No further information was provided. The manufacturer is closing the file on this event.